Event description:
Physical therapist was helping orthopedic patient stand up from sitting position on bed; he thought he had set the bed brakes, but when pt tried to stand, he slipped back against the bed and because the bed brakes were not fully engaged, the bed moved backward and the pt had a controlled fall back onto the bed and to the floor without injury; this was a use error in that the pt did not fully engage the brake.====================== health professional's impression======================the brake on the advanta bed is difficult to see when the bed is in the lowest position with the foot end side rail down. The advanta has a warning light for "brakes not set" on the foot end, but the pt did not know about this. The suggestion to the mfg is to consider replacing the narrow brake pedal with one that is twice the width to enable easier access.